Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the blade guide sleeve (03.037.017, 9604306) . The subject device was returned with the complaint condition stating the returned sleeve was received with minor superficial marks, missing a color indicator, and minor thread damage. The complaint condition was confirmed, as the damage to the threading could potentially have prevented a sleeve from passing through an aiming arm as intended. The returned blade guide sleeve drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The complaint description indicated that the returned sleeve had difficulty sliding through the aiming arm during a procedure. Since the mating aiming arm was not returned it is not possible to recreate the complaint condition, since it is possible that an issue with the aiming arm or another one of the components used during locking could have contributed to the complaint condition. Upon inspection of the returned sleeve, minor threading damage was noticed, but not to the extent that it would clearly prevent passage of the sleeve through an aiming arm. The root cause was of the complaint condition was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Subject device has been received and is currently in the evaluation process. DHR review: manufacturing location: (B)(4). Manufacturing date: aug 21, 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient was in the surgical suite, prior to repair of a hip fracture. As the surgical technician was assembling instrumentation, it was noted that the insertion sleeve did not slide through the aiming arm; the sleeve appeared to be bent. An insertion sleeve from a second set of instruments was used with the initial aiming arm without any issues. There was no surgical delay. The surgery was completed successfully and patient outcome was stable. Concomitant device reported: aiming arm (part# unknown, lot# unknown, quantity - one). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).